Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Failure (event) observed during analysis. External insulation abrasion was found at 4.9-5.0cm from the connector pin, consistent with lead friction to the ICD can, exposing the sensing coil.